Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The milling bit was returned with the shaft broken off, only approximately 77-78mm of shaft remained. The wear marks and the small amount of the black coating that is missing indicate usage. The thread did not appear to have damage. The root cause of the damage is unknown. Hardness checked within print specifications and material type is correct. Because of the current condition of the part, no further investigation on the part is possible. A review of device history records for manufacturing revealed no complaint related issues. This complaint is deemed indeterminate from a manufacturing perspective.

Event description:
It was reported that during a prodisc implant procedure, the milling bit broke. The surgeon inserted the milling bit into the vertebral body at c6-c7 and while milling the end of the milling bit broke off. The broken fragment was retrieved. Surgeon used another milling bit to complete the procedure with no harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).